Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The medical records provided indicate the pt has had numerous abdominal surgeries, resulting in midline incisional hernias of the left lower abdominal aspect and chronic (B)(6) of abdominal wound. Her recovery post operatively after each bard mesh implant was unremarkable without fever, nausea, cramping and with normal bowel regimentation. The pt has had an abdominal wound related to surgery that has been very slow to heal and required a wound vac application. The medical records provided indicate that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Other than the infection, the medical records provided do not specify a specific product problem and no product was returned for eval. It is unk whether or not the device may have caused or contributed to the event; no conclusion can be drawn at this time. See MDR 1213643-2010-00215 and subsequent fu1 MDR for info related to the bard ventralex mesh implanted on (B)(6) 2008.

Event description:
Info from medical records received for review: (B)(6) 2008 - left, lower quadrant inguinal, incisional hernia repair w/bard ventralex mesh. Hernia was noted to be related to previous midline abdominal incision consistent with incisional rather than inguinal. On (B)(6) 2008 - laparoscopic cholecystectomy and incisional hernia repair with bard composix kugel mesh. On (B)(6) 2009 - wound exploration with removal of infected mesh x 2, lysis of adhesions, repair of abdominal was hernia with alloderm, wound vac application.